Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported loose or intermittent connection was unable to be confirmed during return analysis, the investigation determined the reported loose or intermittent connection appears to be related to circumstances of the procedure as it is likely that the device was not fully connected. Additionally, as the account confirmed there was no leak, it is possible that inadvertent mishandling during packaging and/or during shipment for return analysis resulted in the noted vertical crack/noted leak distal to the cone area of the syringe/housing, however this cannot be confirmed. The investigation determined a conclusive cause for the noted vertical crack/noted leak cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Evaluation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use of the indeflator, a balloon dilatation catheter (bdc) could not be secured to the balloon screw thread [luer]. The connection was not stable. There was no leak. The device was replaced and the procedure was completed. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. Returned device analysis identified a leak. No additional information was provided.